Event description:
User facility mandatory medwatch received that stated: "the IV pump reportedly did not alarm." Upon further query, the customer indicated that no tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.